Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer received new and relevant information. The manufacturer received information alleging heart attack, high blood pressure, achalasia and has a pacemaker, blood in the urine and nausea. There was no medical intervention required by the patient. The following correction has been updated in this report. Section "product problem" in box b has been updated/corrected to reflect adverse event. Section "type of reported complaint" in box h has been updated/corrected to reflect serious injury. Section h6 health effect- impact code and patient outcome code has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.